Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had battery life issue and stopped no power, put in a brand new battery and it did nothing. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap was not loose, cracked or damaged. Customer states this was not the second occurrence of off no power without a low battery warning. The device will not be returned for analysis.